Event description:
The customer reported 12 lead not working. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported 12 lead not working. There was no reported adverse pt impact. The philips field service engineer evaluated the device with a known working set of ECG cables and was unable to recreate the 12 lead issue. No trouble was found. The customer did not provide the ECG cables for evaluation. The device passed all performance assurance testing and was returned to use. Philips is unable to confirm the reported problem. As of (B)(4) 2012, the customer has not reported any further trouble with this device.